Manufacturer narrative:
(B)(4). Additional information regarding surgical intervention was provided.

Event description:
A health care professional reported that the pump was explanted on (B)(6) 2015, due to an infection in the pump pocket.

Event description:
The patient reported that their pump was explanted. The reason for explant is unknown.